Event description:
An initial MDR regarding this case was filed 07-sep-2023 (report number 3016798778-2023-00042). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that remote (B)(6) generated occlusion and cassette depleted alarms in the two days prior to the date of the complaint. The logs leading up to the occlusion alarms are consistent with real occlusion-like behavior. No cassettes were returned, so no further investigation into the cause of the occlusions nor the cassette depleted alarms is possible. A test delivery was run on both systems. Pump (B)(6) generated a cassette depleted alarm due to fluid ingress. The system was observed to have appropriately alarmed and entered a failsafe state as designed. Pump (B)(6) operated as designed with no alarms.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on 09-aug-2023. The patient reported that both of his pumps alarmed to change cassettes 15 minutes after beginning infusion, using multiple cassettes on each. The physician's office reported that the patient was admitted to the hospital to receive IV remodulin therapy, and IV potassium for treatment of hypokalemia. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.